Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead (4034/315663) was microdislodged, resulting in a heart rate in the 30's. The lead was explanted and an active fixation lead was then successfully implanted. It was later reported that a boston scientific technical services (ts) consultant reviewed telemetered strips and stated that the pacemaker appeared to be undersensing on the right atrial (ra) channel with possible ra loss of capture. The ra output had been reprogrammed the previous day to 6.5 v at 1.0 ms.